Manufacturer narrative:
We received the following information by the ds china: the sales colleague has confirmed with the head nurse that the incident did not actually occur. Please void this case. This follow up report is to correct this event to a non-reportable. This report was submitted in error. Please disregard the initial report.

Event description:
In this event it is reported that ah plus export 3ml china that was used in treatment on a patient caused gum redness and swelling to the patient. The area was immediately rinsed with water and refilled. Further information requested.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.